Event description:
The user facility reported that the device overheated during a procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The quality investigation is complete.

Event description:
The user facility reported that the device overheated during a procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.